Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2017-03942. Follow up information identified the ipg is inoperable. The ipg was last used in 2012. In addition, the patient is experiencing pain in different areas than when she last used the scs system. The physician wants to remove and replace the lead to enhance stimulation to the pain areas. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-03942. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg and lead was removed and replaced. The patient is receiving effective stimulation postoperatively.